Event description:
Health care professional reported pt did not drain on the pac-xtra after fill3. Device filled pt with 250cc. No adverse symptoms were noted by the health care professional. Pt was transferred to another pac-xtra device, fluid was drained and therapy was completed without further incidents.